Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.2. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cgm sensor type: data not available

Event description:
It was reported that the patient developed a skin infection (cellulitis) at the pod infusion site while wearing the device for an unknown duration. The patient reported experiencing a serious skin infection that required hospitalization following pod use. It was not reported if the patient was wearing the pod at the time of hospitalization.